Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 3.3g over specification.

Event description:
Capsular contracture baker grade iii/IV on right device.